Event description:
It was reported that this implantable lead was part of a system revision due to suture sleeve candida infection. There were no additional adverse patient effects reported. The implantable lead was explanted.